Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889, lot# unknown, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient thinks their lead might be loose or moved after being snagged on clothing. Stimulation was turned up and they could feel stimulation. The patient also reported leakage and thinks that indicated the lead moved. The issue was resolved at the time of this report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3889-28 lot# va1esza, product type lead.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the lead migration was that it got snagged on clothing. There were no actions or interventions known, but the patient proceeded to stage 2 as planned.